Manufacturer narrative:
On october 24,2021, additional information received indicated that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast reconstruction revision with an unknown mentor tissue expander on one side, and the other unknown side with mentor siltex 50 tissue expander experienced bilateral rupture post procedure. The issue was diagnosed via MRI examination. As a result, patient underwent removal on (B)(6) 2021. This report relates to one of the two sides.